Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the oxygen inlet connector filter was found to be partially blocked with dust and dirt. The oxygen inlet connector was replaced to address the issue.

Event description:
A ventilator was returned to the manufacturer for svc. The device was not in pt use.